Event description:
Surgery of a right-side only saline breast implant (due to non growth of one breast) first, surgeon placed it on top of muscle instead of under. It moves around my chest area from being on top of muscle. Therefore not fitting into bras or bathing suit tops. It has turned to hardened salt, has severe scar tissue, other tissue pain, severe muscle pain. I was never told of any problems that could occur before having the surgery. Also, never told it wouldn't last. I am the perfect test case and would take any offer I can to have it replaced / removed as the regular costs have sky rocketed. I never had it just because, it was due to the fact one breast grew and the other didn't. I have my original file from my surgeon. He never listed a manufacturer, part or lot number of the implant any where. I have sought help for over 28 years. The last 10 being thru this problem. Please help.